Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump was rebooting. The reporter stated that the issue began in the morning; the reporter stated that three new batteries were tried without resolving the issue. The reporter indicated that the battery cap had not been replaced since beginning pump therapy in (B)(6) 2012. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the power on resets were observed in the black box history on (B)(4) 2012. A review of the pump alarm history showed no alarms associated to the compliant. The battery cap was found to meet all specifications. A battery cap function test was performed; no battery cap connection defects were observed. The pump was exercised for 24 hours with the returned battery cap with no power issues. The pump cover was removed and no moisture or damage was found to the power circuit. The reported complaint was verified in pump history but was not duplicated during investigation.